Event description:
It was reported to philips that unable to deliver the shock. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by the local philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips efficia dfm 100 defibrillator indicating that the device was unable to deliver shock during an operations check. There was no report of patient or user impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.